Event description:
Pascal device during transcatheter edge to edge mitral valve repair- metal material from catheter detached during second device deployment requiring snare retrieval. Metal material was embolized into internal iliac artery. No obvious patient harm at this time. Mitral valve repair itself was successful.